Manufacturer narrative:
(B)(4). Physio-control evaluated the loaner device and verified the reported issue.  Physio then replaced the patient parameters pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was placed back into the loaner pool for use. Physio further examined the removed patient parameters pcb assembly and determined that the cause of the reported issue was an electrically open fuse, designator f3.

Event description:
During a preventative maintenance inspection of a loaner device, physio-control observed a service indicator was present. There was no patient use associated with the reported event. Upon further inspection of the device, physio observed that it would continually reboot when powered on. As a result, defibrillation may not be possible if it were necessary.